Event description:
Clinical trial. Less than 24 hours after a coronary artery drug eluting stenting procedure, the pt required a target vessel reintervention (tvr). The lesion being treated in the index procedure was a 3.5mm, 100% stenosed, 20mm long portion of the proximal right coronary artery (prox rca). The physician treated the lesion with predilatation and successful placement of a taxus liberte' 3.50x20mm drug eluting stent in the prox. Rca. There were no reported complications. After the procedure, the pt was transferred to the coronary care unit. One hour later, the pt experienced chest pain, again and there were new st-elevation inferior in his ECG. The pt was given nitrate which helped on his chest pain. He then went for a second procedure. The physician successfully performed a pci with implantation of a second taxus liberte' in the prox rca extending to the mid right coronary artery. The pt was discharged 4 days later on plavix and aspirin. In the opinion of the physician, the relationship of the tvr to the liberte' stent is unk. This product is only ous approved, but it is similar to a marketed us device.

Manufacturer narrative:
The stent remains in the pt, and the delivery device has been disposed, therefore no direct product analysis will be available. The shopfloor paperwork for this batch shows that the product met its specs. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.